Event description:
Facility alleges that saline "t" of bloodline separated from the arterial line, allowing air to be pulled into the extracorporeal system. This occurred while pt was undergoing dialysis. Estimated blood loss was 150 ml. Pt suffered no adverse effects. Actual sample was discarded; companion sample available.